Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 30-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was having a normal implant replacement, but when the new implant was connected high impedances were noted. The healthcare professional got an x-ray that showed the lead was noticeably broken. The impedances were not able to be checked prior to surgery due to the battery depletion. The healthcare professional ended up replacing the entire system. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of the report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the doctor wasn¿t sure whether the lead was broken because of the patient recent fall or some other reasons. The lead was replaced to resolve the issue. The rep reported that the high impedance had been resolved. No further complications were reported.

Manufacturer narrative:
Product ID# 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Analysis of the lead ((B)(4)) found that the #0-#7 conductors were broken 12.5 cm from the distal end and the #8-#15 conductors were broken 13.2 cm from the distal end. If information is provided in the future, a supplemental report will be issued.